Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The fatty target lesion was located in the relatively straight left anterior descending artery. Following pre-dilation with an emerge balloon catheter, a 3.50x38mm promus premier drug-eluting stent was deployed. However, after post dilation with an nc emerge balloon catheter, there was elongation in the mid portion of the stent distal to the balloon. The elongated section was covered with 3.5x20 and 3.5x8 promus premier drug-eluting stents and the procedure was completed. No patient complications were reported and the patient's status fine.